Event description:
A technician reported to company clinical application specialist (cas) a case of lost suction during treatment, continued with the pass, resulting in an incomplete and decentered superior/temporal flap, observed on an pt's left eye during flap generation. The flap was only partially created; the first quarter of the flap nasally was not created, but completed about 3/4 of the flap, and the flap was additionally decentered superior/temporal. Surgeon changed the optical zone on the excimer laser from 6.5 to 5.5 due to the amount of exposed stroma by the incomplete flap. Cas suggested not to lift the flap, but surgeon decided to proceed with the treatment. The treatment was completed without incident according to surgeon. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).